Event description:
It was reported to medtronic minimed that the customer experienced a pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the pump was not exposed to a high magnetic field. The customer was able to clear the alarm and completed the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested for return, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the self test. Pump error 39 alarm occurred during rewind. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test or occlusion test due to pump error 39. The pump was cut open to perform visual inspection and found moisture damage on the motor and electronic assembly. The following were noted during visual inspection: cracked lcd window, scratched case, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay pump error 39 was confirmed during analysis due to moisture damage on the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.